Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted and tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
Boston scientific received information that this lead displayed undersensing and high pacing thresholds. The lead was suspected to have microdislodged. The patient was seen for a revision procedure where the lead was attempted to be repositioned. During the attempted reposition, helix issues were encountered. After retraction of the helix, it could not be re-extended. The lead was explanted. There were no additional adverse patient effects reported. The lead has been returned for analysis.